Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional also reported "right surgical site infection" and "drainage from right breast incision"; these events are not device related. Device was explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "right surgical site infection," with "drainage from her right breast incision." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade IV and surgical site infection. The event of capsular contracture, infection, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "right surgical site infection," with "drainage from her right breast incision." Device has been explanted.